Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's left ventricular lead was explanted and replaced due to dislodgement on (B)(6) 2018. The patient was fine prior, during, and after the procedure. No further information was available.